Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An 3i t3® with dcd® tapered implant 4/3 x 10mm (bnpt4310) was returned for investigation. Visual inspection of the returned product identified slight foreign material around the threads and abutment/crown. No damage identified on the device. The returned device was measured and an estimated length measurement was performed because crown was attached to the implant. The device verified to match print specifications. The reported device tooth location is unknown, but was used for approximately 5 years, 6 months. Pictures or x-ray images were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported that the implant was removed due to peri implantitis the reported complaint of peri implantitis could not be verified. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The doctor reported implant was removed on (B)(6) 2019 due to perimplantitis.